Event description:
First surgery 5 years ago. However, ha was not fixed to the bone at all. Replaced all implants.

Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicates damages consistent with the explantation damage. Material analysis is not performed as loosening is not related to material integrity. Damage consistent with explantation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description states: "... Surgery 5 years ago ... Ha was not fixed to the bone ...replaced all components." (B)(6) 2020 x-ray ap and lat left hip uncemented bha with displaced periprosthetic femoral fracture. (B)(6) 2020 x-ray left hip ap cemented long stem femoral components and orif femur with 4 cerclage cables. No clinical or pmh, no patient information, no operative reports, no examination of explanted components. Based upon the information provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated, no clinical or pmh, no patient information, no operative reports, no examination of explanted components. Based upon the information provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Additional information including device details, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
First surgery 5 years ago. However, ha was not fixed to the bone at all. Replaced all implants.